Manufacturer narrative:
The device was received for evaluation in wet condition with a disconnect cap. The visual inspection with the naked eye observed the titanium spike connector separated from the light blue main body. Functional testing was performed on the sample provided. This testing includes leak, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. Connection/disconnection testing was performed on the returned transfer set and disconnect cap using a laboratory uv flash machine with no issues noted. The disconnected cap was fully seated and tightened; therefore, the report of disconnection to spike was not duplicated. The sample did not meet specification due to the separation and the cause was determined to be manufacturing related due to an inadequate solvent bond between the titanium spike connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event reported as a "cap kit came off from the transfer set". It was reported that the cap was "put back after cleaning with alcohol". The next day, the transfer set was replaced. Two days after the event, the patient experienced cloudy effluent. Three days after the event, the patient was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.